Manufacturer narrative:
Reported event: handle on mics broke and saw quit working. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA 2127499. Product history review: device history records indicate (B)(4) devices were manufactured under l/n 42050618, s/n (B)(6), prodex lot k0bgb and were accepted into final stock on 12/19/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0bgb shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that no nc/CAPA are associated with the failure mode reported in this event.

Event description:
Handle on mics broke and saw quit working. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle on mics broke and saw quit working. Case type: tka.